Manufacturer narrative:
Initial and final MDR 1880638-MDR (B)(4) device 3 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported the patient faced leakage at site from 10-feb-2024 to 23-apr-2024. The blood glucose level of the patient at the time of issue was 385 mg/dl. The issue occurred with ten similar types of infusion set used for two hours. No further information was available.